Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. Last year, the values were 120 ohms and had now risen to 140 ohms. Boston scientific technical services (ts) discussed troubleshooting and at this time, the system remains in service. The lead is connected to another manufacturer's product. No adverse patient effects were reported.